Manufacturer narrative:
H.6. Investigation: one (1) sample was provided by the customer for investigation. The sample was returned in an opened blister pack. The returned sample was visually examined and it was observed that there is a crack in one of the plunger rod ribs.a device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute. A sensor was installed on the chute to determine if the chute is empty. When the chute is full, the plunger rods do not slide the entire length of the chute and have a reduced risk of damage. The sensor will not allow plunger rods to automatically feed into the chute unless it is full. However; the plunger rods still experience piece to piece and piece to equipment contact while could result in damage. H3 other text : see h.10.

Event description:
It was reported that a broken plunger was found before use with a syringe 30ml enteral s/c 56. The following information was provided by the initial reporter, "I would like to report an issue the nicu had over the weekend with the 30ml oral/enteral syringe ref 302836. They had several from their supply in which the plastic on the plunger was cracked."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken plunger was found before use with a syringe 30ml enteral s/c 56. The following information was provided by the initial reporter, "I would like to report an issue the nicu had over the weekend with the 30ml oral/enteral syringe ref 302836. They had several from their supply in which the plastic on the plunger was cracked."